Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) reagent lot 4350 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 4350 performance issue is not a likely contributor to the event and acceptable within run precision testing performed suggests an instrument issue was not likely a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 4350. (B)(4).

Event description:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when tested using vitros troponin I es (tropi es) reagent lot 4350 on a vitros xt 7600 integrated system. Patient sample 1 result of 0.184 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory, however, a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).